Event description:
The customer reported "the cuff bored". Covidien is attempting to collect further details associated to the description and circumstances related to this report. Customer reported that the issue results in a prolong hospital stay and replacement of the tube.

Manufacturer narrative:
(B)(4). A tracheostomy tube was returned for investigation. An inflation deflation test was performed by applying air to the cuff. It was observed the cuff deflated immediately. A visual inspection was conducted and found the cuff had three cuts. The manufacturing process was reviewed and found effective to detect the reported failure mode. Cuts of this magnitude at the time of manufacturing would have been detected during the inflate/deflate test and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).